Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2023-01944. It was reported that both of the patient's leads had high impedances. As a result the patient's leads were explanted and replaced. Effective therapy was established postoperatively.